Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient died. Intra operatively during the placement of the leadless implantable pulse generator (ipg), after intial deployment, high out of range impedance along with loss of capture was observed. Recapturing difficulty was noted and patient had hypo-perfusion from excessive pulling on the right ventricular (rv) during the recapture. Patient experienced asystole, cardiac arrest , ventricular fibrillation (vf) and was believed to be in pulseless electrical activity (pea). Chest compressions were per formed. Patient was unresponsive even with light sedation. The leadless ipg and delivery system were attempted not used and replaced with a new leadless ipg system. After the successful implantation of the new leadless implantable pulse generator (ipg) system, the patient expired fifteen minutes later.